Event description:
A month old male rec'd aortic homograft valve in the pulmonary position for ta repair on 7/1/93. Pt presented 2.5 yrs later with obstruction at the rv to pa conduit. Site listed stenosis of the allograft and outgrowth as the reason for explant. A new homograft was implanted in the pulmonary position and a second allograft was used to replace the native bruncal valve.